Manufacturer narrative:
The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, a cracked reservoir tube, a cracked reservoir window and a cracked case near the display window corners. The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the basic occlusion and displacement tests. No motor error alarms were noted.

Event description:
It was reported that the insulin pump alarmed motor error. No further nsformation reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.